Manufacturer narrative:
Investigation is ongoing. The results will be provided in the final report.

Event description:
At the time of pick-up of a citadel plus bed frame that is a part of the arjo rental fleet, it was found by an arjo representative that the side rail was broken. The device inspection in arjo service centre revealed that the lower arm that is a part of the side rail assembly was broken in two pieces causing partial side rail detachment. Moreover, side rail extension frame was bent and the tape (seal) between the side rail panel and the side rail mechanism was unglued. The damages were confirmed by the photographic evidence provided. Based on the device evaluation results, the side rail damage was caused by the collision of the side rail panel with the width extension frame. The bed was not in use by the patient when the issue was detected. No injury was claimed.

Manufacturer narrative:
Based on the device evaluation results, the side rails damage was caused by the collision of the side rail panels with the width extension frames. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instructions for use (IFU, 831.374 rev. 11): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also include information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rails became damaged due to collision with the width extensions. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the partial detachment of the side rail.

Event description:
At the time of pick-up of a citadel plus bed frame that is a part of the arjo rental fleet, it was found by an arjo representative that the side rail was broken. Further inspection conducted in arjo service centre revealed that the lower arm (a part of the side rail assembly) of the right-hand foot-end side rail was broken in two pieces causing partial side rail detachment. Moreover, side rail extension frame was bent and the tape (seal) between the side rail panel and the side rail mechanism was unglued. The extension frame of the left-hand foot-end side rail was also bent. The damages were confirmed by the photographic evidence provided. Based on the device evaluation results, the side rails damages were caused by the collision of the side rail panels with the width extension frames. The bed was not in use by the patient when the issue was detected. No injury was claimed.